Event description:
This product was returned with no allegation, however, writing on the box stated "lens tore." A call was made to the facility and the contact person stated that the surgeon inserted an aa4203tl toric silicone lens. The lens tore during insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision. No pt injury. The cause of the lens tear is unk.